Manufacturer narrative:
(B)(4). Evaluation codes have been updated per new investigation findings. Per a non-conformance request that was initiated, this issue was investigated further. The manufacturing failure investigation report indicates that this failure mode was reproduced when nicking the sheath with a sharp object prior to peeling the sheath. The sheath then peeled along the score line and slit in sheath body, resembling the clean cut seen in the complaint. The customer report of the peel-away sheath incorrectly tearing was confirmed through visual inspection of the returned sheath. Visual examination of the sheath body extrusion revealed that the sheath did not peel along the blue score lines evenly. The separated surfaces of the sheath were smooth and even, suggesting contact with a sharp object (scalpel, needle, scissors) nicked the sheath before peeling. The manufacturing failure investigation was able to duplicate this defect by creating a small slit with a scalpel prior to peeling the sheath. A device history record review was performed and no relevant findings were identified. Based on the condition of the returned sample, the probable root cause for this issue is unintentional user error. Teleflex will continue to monitor and trend for complains of this nature.

Event description:
The customer reports: while placing 5 fr. Midline, the introducer was snapped and then did not peel properly. The vascular access clinician was able to remove the introducer using sterile gloves. The patient was not harmed and the procedure was completed without difficulty.

Manufacturer narrative:
(B)(4). The customer returned one peel away sheath for investigation. The sheath was returned in two halves. Visual examination of the sheath body extrusion revealed that the sheath did not peel along the blue score lines evenly. A portion of the sheath body was torn horizontally from the extrusion. Both sheath halves were fully secured within the sheath tabs. The incorrectly torn half of sheath body measured to be 1.38" in length. The total sheath body measured to be 2.76", which is within specifications of 2.625-2.875" per product drawing. A manual tug test confirmed both sheath halves were connected securely to the hubs. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit instructs the user, "grasp tabs of peel-away sheath and pull apart, away from the catheter, while withdrawing from vessel until sheath splits down its entire length." The customer report of the peel-away sheath incorrectly tearing was confirmed through visual inspection of the returned sheath. Visual examination of the sheath body extrusion revealed that the sheath did not peel along the blue score lines evenly. A device history record review was performed and no relevant findings were identified. Based on the condition of the returned sample, the probable root cause for this issue is manufacturing related. A non-conformance request has been initiated to further investigate this issue.

Event description:
The customer reports: while placing 5 fr. Midline, the introducer was snapped and then did not peel properly. The vascular access clinician was able to remove the introducer using sterile gloves. The patient was not harmed and the procedure was completed without difficulty.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: while placing 5 fr. Midline, the introducer was snapped and then did not peel properly. The vascular access clinician was able to remove the introducer using sterile gloves. The patient was not harmed and the procedure was completed without difficulty.